Event description:
A critically ill and hemodynamically unstable patient was admitted to the ICU in cardiogenic and septic shock secondary to developing cholelithiasis and peritonitis. The patient was on a levophed drip to maintain his blood pressure. Continuous renal replacement therapy (crrt) was started on (B)(6) 2013. Twelve days later, the patient experienced a blood loss when the return line of the hf1000 filter set became disconnected from the patient¿s access catheter. The blood line had been tucked behind the patient¿s pillow by the ICU technician and the disconnection was not noticed until the nurse responded to the prismaflex alarm. The nurse reported she immediately reconnected the port to the access catheter and returned the blood to the patient; the nurse was unable to estimate the blood loss volume. Within a few minutes, the patient experienced a cardiopulmonary arrest. Resuscitation efforts were not successful and the patient expired. The ICU clinical coordinator believes the placement of the blood line behind the patient's pillow by the ICU technician removed it from view and, thereby, contributed to the event. The customer does not allege any problems with a gambro product or therapy.

Manufacturer narrative:
The prismaflex hf1000 set was not been returned to the manufacturer. The review of the prismaflex hf1000 set device history record for lot number 13h2704 and the complaint history files confirm there were no nonconformities and no other complaint reported regarding this lot number. The prismaflex control unit was inspected and found to be performing per manufacturer's specification. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability. Device not yet received for evaluation.